Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. (B)(4).

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. Examination of returned device was inconclusive.

Event description:
It was reported patient underwent a femoral nailing procedure utilizing guide wires in (B)(6) 2012. During the procedure, the ball nose guide wire fractured. As a result, a fragment remained in the patient's intramedullary canal. As a result, a 40 minute delay occurred. The same instruments were used to complete the procedure.

Manufacturer narrative:
Updated description regarding a delay in the procedure of 40 minutes.

Event description:
It was reported patient underwent a femoral nailing procedure utilizing guide wires in (B)(6) 2012. During the procedure, the ball nose guide wire fractured. As a result, a fragment remained in the patient's intramedullary canal. The same instruments were used to complete the procedure.